Event description:
A report was received that the patient was experiencing discomfort and difficulty charging due to the ipg had turned inward into the body. The patient underwent a revision procedure wherein the ipg was relocated on the right abdomen and was doing well post operatively.